Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported generating high pressure alarms. A distributor service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned but logs were sent back for investigation. High continuous pressure alarm could be confirmed since the beginning of the event log, starting at (B)(6) 2021 . Pressure transducer test in pre-use check has also intermittently failed since (B)(6) 2020. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported high pressure alarms were confirmed in the logs. Since no goods was sent back, the root cause cannot be determined.

Event description:
It was reported that the ventilator generated alarms for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).